Event description:
It was reported that a health care professional (hcp) contacted boston scientific technical services (ts) indicating that this implantable cardioverter defibrillator (ICD) system delivered inappropriate anti-tachycardia pacing (atp) for supraventricular tachycardia (svt). Upon further review, it was noticed that this device also exhibited farfield oversensing on the right atrial (ra) channel, and chest x-ray was recommended to investigate further on this observation. Reprogramming options were provided to the hcp to avoid therapy delivery for this type of rhythm. The device remains in service and no adverse patient effects were reported.